Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this s-ICD was thoroughly inspected and analyzed. Detailed analysis did not confirm the reported clinical observations of noise and oversensing, however, a high current drain was detected, but the battery still supported full device function. Detailed analysis confirmed the identified high current drain was a result of a compromised capacitor. This resulted in the observed premature battery depletion. It was determined that the capacitor was compromised due to the presence of excess hydrogen in the device case. Boston scientific issued a field safety notice regarding a subset of emblem devices that have a potential of exhibiting this behavior. This particular device is included in the emblem s-ICD accelerated depletion advisory population.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) and electrode exhibited oversensing of noise resulting in storage of an untreated episode. Review of device data noted the noise appeared consistent with myopotentials/muscle noise. The device initially appropriately marked the noise, however, as the episode continued, the noise became more challenging for the device to distinguish. The noise resolved on its own. Technical services (ts) discussed troubleshooting options. The noise was unable to be reproduced in clinic and the physician planned to continue monitoring. No adverse patient effects were reported. The device was later explanted with no additional information linking the explant to the reported clinical observations. The product has been received for analysis.